Event description:
Baxter mexico reported minicap "without antiseptic solution." Per baxter the customer noted this prior to use, with no pt injury or medical intervention reported to be associated with these incidents.